Manufacturer narrative:
Device not returned for evaluation.

Event description:
The patient experienced unspecified issues with an inflatable penile prosthesis (ipp). Only the ipp rear tip extenders (rte) were used. It was further reported that the reason for this surgery was due to the distal tip of the cylinder in the left corporal body was longer then the cylinder in the right corporal body. The patient did not like this discrepancy and he wanted the cylinder even in the glans. A 2 cm rte was removed from the left cylinder and a .5 cm rte was placed back in the left cylinder. The patient status following this surgery was that there was no patient issue and the implant was functioning as designed.